Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited oversensing which caused pacing inhibition. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.